Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that patient's controller is charged and they are attempting to recharge the ins but the battery percentage is not increasing. Caller states they have attempted to recharge the ins for 2 hours now, charge quality says excellent every time they check the controller screen and the battery indicator light on the controller is blinking orange. Caller states when they attempt to put the ins into MRI mode the message displays indicating that the ins battery is too low. Caller mentioned that prior to today the ins was turned off for 2 months. Additional information was received from the patient and it was reported that the ins quit working. A new ins worked correctly.